Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was noted to be inaccurate and was two minutes delayed. The customer's blood glucose level was 239 mg/dl. Reportedly, the customer was able to successfully program the pump to the correct time.